Event description:
Per the clinic, the patient experienced pain at the abutment site. Subsequently the fixture was explanted on (B)(6) 2014. The device has not been made available for analysis as of the date of this report, december 4, 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.